Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced a line blocked alarm during therapy. Attempts to resolve the alarm by following the prompts provided through the distributor call center application were unsuccessful, as the alarm persisted. The patient subsequently replaced the infusion set at home, which resolved the alarm. The event involved patient use; however, no patient injury or harm was reported.